Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2013, the patient underwent plif at th9-s1 (t9 right: hook, th10-s1: pedicle screws were inserted seg mentally). On an unknown date post-op, it was found that rod around l1 right was broken. Revision was performed on (B)(6) 2015 in which rod was explanted. No other patient complications were reported.